Manufacturer narrative:
Product is still in-situ and could not be evaluated. No radiographs or images were provided to confirm the complaint. Information regarding the patient's bone quality/bone density was not provided for review. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "potential adverse events and complications... ...as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union..." "Warnings, cautions and precautions... ...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "..these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
A patient underwent an extreme lateral interbody fusion with posterior fixation on (B)(6) 2024 at l4/s1. On (B)(6) 2024 the patient reported severe back pain. Radiographs identified the right s1 screw fractured and non-union/pseudarthrosis at l4-s1, the patient is being evaluated for a revision. No further patient impact was reported. No additional information is available.